Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The pump was monitored for several days and no unexpected heating up or hot to the touch noted. The electronic assembly was inspected and no obvious burned components or heat related damage noted.

Event description:
Information received by medtronic indicated that the insulin pump was heating up and had a lot of replace battery and low battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.